Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen (crrs) I and ii on the neo.

Manufacturer narrative:
Review of image for plate (B)(4), tested on (B)(6) 2012 shows that both the positive and negative controls performed as expected. Sample (B)(6) tested in wells e1 and f1. E1 has a cell button present, however, there is adherence of red cells to the monolayer. Image reaction strength of 14, however, visibly there is a reaction present and well appears faint. F1 appears to be negative with a reaction strength of 8. Review of images for plates (B)(4) consistently show cell 1 positive and cell 2 negative as well as testing on plate (B)(4). Review of event log shows no errors during testing. All maintenance current and acceptable. Reviewed for similar complaints against lot x357 and none found. Sample (B)(4) was tested on (B)(6) 2012 using the same lots of reagents that were used on (B)(6) 2012 and the sample tested negative. Unable to determine if strip may have been compromised.